Event description:
Complainant alleged that there were unexpected interruptions in compressions and the autopulse® platform displayed a "misalignment" message, even though the patient was positioned correctly. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed. To prevent patient harm, the autopulse system is designed to alert the user when the platform is unavailable for use because it has detected one of several conditions. The platform will display a realign patient message when: ·a misalignment or inappropriate movement of the patient or the lifeband has occurred. The autopulse user manual provides clear instructions for positioning the patient on the platform. The user manual also provides instructions on what to do when the autopulse platform displays a realign message. In addition the operator's manual clearly instructs the users to switch to manual CPR if the autopulse stops for any reason. ·autopulse load cells are not functioning properly. A load cell measures a combination of the patient torso weight and the force applied by the chest compression assembly (lifeband) during compression. Since the autopulse was not returned to zoll for investigation, a physical testing of the load cells cannot be performed. Therefore the failure mode and root cause could not be determined. When there is an unexpected interruption in the autopulse CPR, it does not pose a hazard to human health. Autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. Manual CPR is standard of care. Autopulse is adjunct to manual CPR. Generally speaking, if an autopulse unexpectedly stops, it is not likely to cause or contribute to a patient death or serious injury. Based on the review of all available information, it is reasonable to conclude that there was no adverse impact to the patient. The autopulse did not play a role in any injury or deterioration of health. There was no inaccuracy in the labeling or instructions for use.